Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepared for a ti powerport low profile placement procedure. Prior to the procedure, it was reported that a thread was attached to the guidewire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a partial view of the j-tip guidewire in which thread was noted at the tip. The manufacturing evaluation states that visual inspection provided for evaluation observed a segment of the j-tip of the guide wire, tweezers were observed holding a strand, the strand was wound at the tip of the guide wire. Therefore, the investigation is confirmed for the reported device contamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepared for a ti powerport low profile placement procedure. Prior to the procedure, it was reported that a thread was attached to the guidewire. The procedure was completed using another device. There was no patient contact.